Event description:
Found during inspection. According to the reporter, the therapy cable connects badly to the device and is unable to deliver energy. There was no patient use associated with reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the therapy cable had a bad connection to the device. Physio replaced the therapy cable and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.